Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be conclusively determined at this time. If additional information becomes available or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the needle from the forceps broke off and fell into the patient. The device fragment was retrieved. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility. Additional information received from the user facility states that the previously reported forcep damage occurred during a diagnostic esophagogastroduodenoscopy (egd) procedure. The doctor was retrieving a biopsy sample when the forceps broke. There was no unusual bleeding observed. There was no external force applied to the forceps during the procedure. No other equipment was replaced during the procedure. Additionally, the forceps were inspected prior to the procedure with no anomalies noted. Prior to the procedure the forceps were housed in the user facility¿s storage room.